Event description:
An oxylog that was mounted on a bed (model hill rom avantguard 1600). The holder broke during use and the device fell onto the doctor's foot. No pt injury reported. Fracture of a doctor's toe.

Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate f/u report.